Event description:
A patient was seen in clinic for a routine check up and had 7 limit high on their systems diagnostic testing. The physician left the device on and will have them come back in to turn it off. The patient is not experiencing pain or increase in seizures. No x-rays have been taken at this time. Their was no report of trauma or manipulation prior to their high impedance being noted. Their device has been programmed off. At this time surgery is not planned since the patient is seizure free. The patient will be monitored.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient had full revision surgery. Good faith attempts are underway to have the explanted products returned for analysis. Thus far the product has not been returned.

Event description:
The patient is scheduled for surgery (B)(6) 2012.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.